Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis device was revised on (B)(6) 2018 due to fluid loss and a hole in the cylinder. Another pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Model number/catalog number: 72404209. Serial number- null. Batch/lot number: 624947004. Model/catalog description: pump ms iz.

Manufacturer narrative:
Model number/catalog number: 72404209, serial number- null, batch/lot number: 624947004, model/catalog description: pump ms iz.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis device was revised on (B)(6) 2018 due to fluid loss and a hole in the cylinder. Another pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.